Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked display window corners, battery tube threads,reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was performed. The device was returned for analysis.